Manufacturer narrative:
(B)(4). Evaluation: baxter received one uv flash disconnect cap sample for evaluation. Visual inspection, functional testing and dimensional analysis was performed with no issues found, the sample was within specification. The reported condition was not confirmed; therefore a cause cannot be assigned. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a disconnect cap had a connection issue with a transfer set. The report stated that there was a gap between the disconnect cap and the transfer set (approximately 1mm). This was identified after connecting. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available. This is report 2 of 2.